Manufacturer narrative:
Additional initial reporter phone no.: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a connection issue was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the connection issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a connection issue between the supply line of the homechoice cassette and the supply bag that led to this alarm. It was further described as "when the patient connected the bags to the set, the thread was not perfectly entered so the machine generated an alarm". There was no report of patient injury or medical intervention associated with this event. No additional information is available.